Event description:
It was reported that the user experienced a hypoglycemic event while preparing to eat, with a documented blood glucose nadir of 55 mg/dl followed by treatment with oral carbohydrates and subsequent consumption of approximately 17¿20 grams of carbohydrates; the agent advised the user not to meal announce for this treatment and provided education on avoiding overtreatment and proper meal announcing. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.